Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and granuloma. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture and "silicone granuloma". The device was explanted.

Event description:
Healthcare professional reported left side rupture and "silicone granuloma". The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening on the posterior side, underweight device, and crease flat. A microscopic analysis was performed which identified one sharp opening on the patch/shell bond edge. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is one sharp opening on the patch/shell bond edge assessed as an unidentified tear opening.